Manufacturer narrative:
Per tandem user guide: the dexcom g6 cgm only allows pairing with one medical device at a time. Ensure your cgm transmitter is not connected to the dexcom receiver before pairing with the pump. Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was paired to the dexcom receiver. It was also reported that the transmitter was not within the line of sight of the pump. The customer disconnected the transmitter from the dexcom receiver, and placed the transmitter within the line of sight of the pump and the pump and transmitter regained connection. Reportedly, the transmitter was being worn on the customer's arm. Customer moved the transmitter within line of sight of the pump, however, the reported issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient information was available.